Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Liner disassociated from the cup and needed to be revised.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: product code (B)(4) work order (B)(4) was manufactured on date 24-nov-2017, 9 parts were manufactured per specification and all raw materials met specification if information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4).

Event description:
Patient was also revised due to pain and loud squeaking.